Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to heart problems and diabetes. The blood glucose reading at the time of the event was 150 mg/dl. Customer stated that her legs were swelling and couldn't walk. Customer stated that the insulin pump alarmed no delivery; customer was moved to manual injections. Nothing further reported.